Event description:
According to the customer's medwatch report, the grounding pad was applied to the patient's right flank. A 1st to 2nd degree burn occurred at the pad site during the ablation procedure. Hydrocortisone cream and dressing were applied to the site. A dermatology physician was called in to evaluate the burn. The patient has an appointment to follow-up with dermatologist. The incident grounding pad was discarded by the customer.

Manufacturer narrative:
(B)(4). The incident device was discarded by the site and not available for evaluation. The (B)(4) instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.